Manufacturer narrative:
The battery pack associated with this complaint was not returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that once the new battery was installed and a manual self test run the AED was functioning as designed and could stay in service.

Event description:
A customer reported that their AED battery was depleted. The customer did not report this occurring during patient use.